Event description:
Customer reported large differences between sensor glucose levels and blood glucose levels. Customer reported having a recent blood glucose level of 48 mg/dl. Blood glucose level was 123 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The needle complaint could not be confirmed due to the customer returning only the sensor and no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.